Event description:
The physician attempted arteriotomy closure with a prostar xl 8fr device. When deploying the device both needles stalled. It is unk whether the physician attempted a backdown the needles into the sheath. The physician extracted the device out of the artery. Closure was attempted with manual compression. The pt was taken to surgery the following day for arterial repair and placement of a vascular patch to the artery. The pt recovered following surgery with no further incident.